Event description:
It was reported that the device did not prep properly and was being returned for investigation. A tip separation was discovered upon return of the product and no info could be obtained regarding the product issue. This is being reported based on investigative findings.